Manufacturer narrative:
During follow-up, the patient said he there was nothing wrong with the catheters, and no defects or malfunction with the m18 unit. The patient said the problem was that his supplier did not deliver his supplies on time during the month of the infection, and he had to re-use some of the catheters.

Event description:
Intermittent catheter patient (user) said he had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, and recovered fully after taking the full course.